Event description:
It was reported that upon opening the package of a farawave catheter to prepare the device for a pulsed field ablation procedure to treat an atrial fibrillation, residue was seen on the handle of the catheter. The catheter was replaced to complete the procedure. No patient complications were reported. The catheter was returned for analysis. It was further confirmed that the sterile seal was not damaged or compromised nor was the foreign material loose or embedded.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the allegation of foreign matter on the catheter was confirmed. The reported foreign matter was observed on the catheter handle. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon device return and inspection, it was observed that there were some white marks/spots in the catheter handle. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review a risk review performed for the farawave device confirmed that the event of foreign material is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains/marks in the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon opening the package of a farawave catheter to prepare the device for a pulsed field ablation procedure to treat an atrial fibrillation, residue was seen on the handle of the catheter. The catheter was replaced to complete the procedure. No patient complications were reported. The catheter is expected to be returned for analysis.